Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when initially turning a 980 ventilator on for the installation it was found that the graphical user interface (gui) display was blank. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and installed a new gui. The se performed calibrations and extended self-testing on the device and all tests passed.